Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the cause of the implantable neurostimulator (ins) being dysfunctional was that the battery had expired. The hcp reported that there were no actions taken that they knew of to resolve the issue. They stated they were waiting for a surgical swap. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient claimed that their ins had been dysfunctional lately. It was reported that this started within the last 3 ¿ 4 months. It was reported that the caller wanted to have the patient meet with a manufacturer representative. No symptoms or complications were reported.